Manufacturer narrative:
Concomitant products : alphatec cage, globus lordotic cage, stryker xia screws (implant (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent decompressive laminectomy l2-s1. Bilateral medial facetectomy and foraminotomy for residual stenosis l2-s1. Radical discectomy l3-l4 and l5-s1. Anterior interbody instrumentation via tlif approach l3-l4 using competitor cage. Anterior interbody instrumentation via tlif approach using competitor cage l5-s1. Anterior interbody fusion using autologous bone via tlif l3-l4 and l5-s1. Bilateral bone screw placement at l2, l3, l4, l5, s1. Posterolateral fusion using autologous bone- l2-l3, l3-l4, l4-l5, l5-s1. Correction of scoliotic deformity. The procedure consisted of: subperiosteal dissection of paraspinal muscles bilaterally, carried out over the facet joints to expose l2-l5 and sacral ala. Scoliotic deformity was obviously present. Laminectomies and bilateral mesial facetectomies and foraminotomies were performed l2-s1. Nerve root monitoring throughout procedure. After decompression it was determined that because of the scoliosis present apices of the curves were present at l3, l4, l5, s1. Venus plexus was coagulated at each of these levels and through a tlif approach the disk space was opened and disk material removed. Lateral fluoroscopy was used for the remaining instrumentation of the procedure. Sequential distraction was performed to help straighten out the curve by adjusting the ipsilateral side to the greater curvature and thus sequentially distracting. This had been done after the disk material was radically removed and endplates decorticated. After appropriate distraction the appropriate cage size was filled with autologous bone. Autologous bone had been harvested from the decompression, denuded of soft tissue and placed in the cage along with a small portion of rhbmp-2/acs this was added at the curvature at l3-l4 and l5-s1. Screws were placed bilaterally at l2, l3, l4, l5, s1. The transverse processes and lateral facet joints were decorticated at l2, l3, l4, l5 and sacral ala. A rod was baced between the bone screws and through appropriate compression and distraction we were able to largely correct the scoliotic deformity present. Interbody cages assisted with this. Rods locked in place and crosslinks were placed. Autologous bone which had been harvested as above was paced in the lateral recesses and transverse processes as listed above along with a small portion of rhbmp-2/acs. Intraoperative valsalve verified the absence of csf leak. Drain brought out through a separate stab incision. Patient tolerated the procedure well. There were no noted complications. It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs.